Event description:
A volume discrepancy was reported. The actual residual volume (arv) was greater than the expected residual volume (erv); amounts were not specified. The pt experienced increased pain. A rotor study was done in 2009, which revealed that the rotor was jammed. The pump was replaced. The pt outcome was reported as "no injury." The medications being delivered via the device system were baclofen, fentanyl, inapsine and morphine.